Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse was able to reproduce the reported condition (error 307) during a system test drive and replaced the left master tool manipulator (mtml) to correct the problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtml was analyzed and a review of dvstream events showed multiple errors. Due to the errors, the replaced unit was transferred to engineering for further review. Further investigations, revealed the root cause is due to the slip ring, slip ring constraint, manipulator controller master platform (mcmp) board and manipulator controller master forearm (mcmf) board. Section d suspect medical device: changed to the da vinci 5 surgeon side cart due to failure analysis investigation findings.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The mega suturecut needle driver instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, a needle fell of a mega suturecut needle driver while the customer was attempting to restart the system. The needle was retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was not converted. The procedure was completed robotically by restarting the system each time the error occurred. After the needle fell into the patient, an x-ray was performed to locate it. They retrieved the needle with a laparoscopic instrument. There was no harm to the patient.